Manufacturer narrative:
H6: investigation summary two photos of a loose 10ml sterile water syringe were received and evaluated. It was observed the plunger rod was in the bottomed-out position and a portion the stopper was wedged between the plunger rod and barrel wall. The jammed stopper condition was rejectable per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 10cc s/t wos sterile water bns stopper was deformed. The following information was provided by the initial reporter: material no: 304086, batch no: 9170732. It was reported that the gasket of the syringe was deformed.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10cc s/t wos sterile water bns stopper was deformed. The following information was provided by the initial reporter: material no: 304086, batch no: 9170732. It was reported that the gasket of the syringe was deformed.